Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced frequent hypoglycemia episodes with subsequent rebound hyperglycemia after treatment, occurring primarily shortly after meals or following elevated glucose levels while using the ilet bionic pancreas; the caregiver reported treating lows with approximately 2 ounces of juice, and education was provided to avoid unannounced meals unless directed by a healthcare professional or clinical trainer. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and scheduling for remote clinical training. Investigation included review of device alerts and review of use patterns with troubleshooting and user education. Investigation of this case revealed no device malfunction reported and suggested probable overtreatment of hypoglycemia and potential meal announcement practices contributing to glucose variability. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.